Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2019, patient underwent placement of an angiodynamics xcela product, lot no. Log943911. The device was implanted by at university of iowa hospitals and clinics (uihc), to be used for chemotherapy. On or about (B)(6) 2021, patient presented herself to the iowa health care with a chief complaint of bacteremia, where patient was diagnosed with sepsis.